Manufacturer narrative:
E1 reporting institution phone number - (B)(6). Reporter phone number - (B)(6).

Event description:
Philips received a complaint from the customer, reporting that the v60 ventilator would not turn on. There was no patient involvement when the issue occurred, the device was replaced with a different ventilator. There was no medical intervention nor delay in treatment reported. There was no patient or user harm reported.

Manufacturer narrative:
The service engineer reported that the reported event of the device not turning on was duplicated during evaluation. Therefore, the user interface assembly was replaced, and the reported issue was resolved.